Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2022. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/device evaluation h3 device evaluated by mfg - additional information h3 evaluation included - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.